Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements at follow-up during the patient's hospitalization for an unrelated issue. Review of daily measurements found the impedance value had been gradually increasing. There was no reported change to pacing threshold though noise was observed. A lead fracture was suspected but not confirmed. As such, the device was reprogrammed to vvi from ddi. To date, no further testing has been performed and no plans made for intervention. No adverse patient effects were reported. This system remains in service.